Event description:
A customer reported ¿all quality control (qc) results for all assays were out of range¿ on the aia-2000 analyzer. The customer stated all assays were low or high out of range. The customer repeated the same qc material on another analyzer and was all in range and no error codes appeared. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the errors and control values in the system software. Fse performed functionality testing of the substrate system, diluent system, wash system, and all appeared to be functioning normally. While troubleshooting, fse removed the front plate to observe the pumps and syringes for leak, fse found both wash syringe blocks were showing signs of leakage, fse also found the tubing between the wash valve and the wash syringe disintegrated. Fse resolved the complaint by replacing the wash syringes and tubing. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number 80039511 from (B)(6)2021 through aware date (B)(6)2022. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to deteriorated wash syringes and tubing.